Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: date of event estimated as (B)(6) 2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the use of a prostyle device, there was difficulty with foot retraction resulting the in the device becoming stuck. After manipulation, the device came out. An additional method was required to achieve hemostasis. No additional information was provided.